Event description:
It was reported a patient experienced a touch contamination and acquired peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. Treatment was not reported. Pd therapy was discontinued. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error of touch contamination. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be submitted.